Event description:
It was reported the customer was hospitalized for high blood glucose. The customer's blood glucose was 600 mg/dl at the time of admission. The date of the hospitalization was unknown. Customer had treated their blood glucose with an insulin drip and fluids. It was also found the customer was feeling irritated and frequently urinating due to their high blood glucose. Customer requested a callback to further troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.